Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: sc-2352-70; model: m365sc2352700; serial: (B)(6); batch: 5129384.

Event description:
It was reported that one of the patients leads was fractured. The reported malfunction was not confirmed through imaging.

Event description:
It was reported that one of the patients leads was fractured. The reported malfunction was not confirmed through imaging. Additional information was received that the leads were not fractured. The patient wanted to upgrade the leads from 8 contact leads to 16 contact leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned.